Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports cannot get past step 11 due to pain and ill fitting retainers. Even though step 11 has been consistently worn for 2 months, the teeth are not fixed, are so sensitive, the gums are raw, the jaw is totally receding and in pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.